Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Olympus will continue to monitor the field performance for this device. Based on the investigation results, plan glass at distal end damaged, could not be identified. The reported fault descriptions are most likely due to the effect of a large mechanical force due to a shock, fall or collision with other equipment. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿not applicable¿. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid arthroscope had a cracked lens. There were no reports of patient harm or injury.